Event description:
It was reported by service report that the side rails could not remain latched in the raised position due to missing compression spring. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.